Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose with blood glucose of 594 mg/dl at the time of the incident. The customer used the pump to treat. The customer experienced symptoms such as nausea, vomiting, abdominal pains, and difficulty breathing. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer reported that their infusion set cannulas kept bending leading to the highs. Troubleshooting was not completed as the customer declined. The infusion set will be returned for analysis.